Manufacturer narrative:
The issue wa resolved for the customer by repairing the unit.

Event description:
It was reported that the bed exit would not alarm due to a broken/damaged scale cpu (cb10). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed exit would not alarm due to a broken/damaged scale cpu (cb10). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.